Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with low impedance pre operatively. After generator replacement occurred, the new generator also showed low impedance. Pin insertion was troubleshooted. The patient also had their leads replaced and the low impedance was corrected. The product has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
D4.model# ; corrected information ; initial MDR inadvertently included incorrect information prior to submission.

Event description:
It was reported that product return is impossible. The device will be considered to be discarded. No other relevant information has been received to date.